Event description:
Stryker received medwatch report 5180144 from the FDA, indicating a customer reported their device would not display an EKG. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
D4 gtin, serial number and h4 mfg date updated. Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. The cause of the reported issue could not be determined. The customer was provided with new EKG leads as a precaution and this device was returned to stryker.

Event description:
Stryker received medwatch report 5180144 from the FDA, indicating a customer reported their device would not display an EKG. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The medwatch report indicates the device was power cycled and thereafter worked as expected and was subsequently returned to stryker. It is not possible to confirm these statements without the device serial number/additional information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.